Manufacturer narrative:
The insulin pump passed the displacement test and rewind. The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support cap. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states drive support cap was flushed. Customer's blood glucose was 117 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.